Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a cross-over transluminal angioplasty, a flexor ansel guiding sheath separated in the left external iliac artery when another manufacturer's closure device was placed. The sheath reportedly became stuck at the aorto-bi-iliac bifurcation. Upon forced removal, the introducer "snapped" in two. The procedure was converted to general anesthetic for a right femoral tripod approach with hemostasis. From a left upper thigh approach, the external iliac artery was clamped, and the separated portion of the device was removed investigation evaluation: a review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the complaint device was conducted during the investigation. The complainant returned one used kcfw-6.0-18/38-45-rb-anl0-hc introducer to cook for investigation. There was biomatter on the returned device. Physical examination of the returned device showed the sheath material to be separated. The proximal separated section measured 29.2cm from the check-flo cap. The distal separated section measured 15.5cm. Both sections have elongated coil extending from the separation points. The separation point of the distal section is torn lengthwise and jagged. A wire of an unknown origin was also returned, the wire was also separated. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Based on a review of the device master record, device history record, and a design history file review, there is objective evidence that the device was built to manufacturing specification. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in the field. The IFU states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. The IFU also instructs the user to maintain sheath position when inserting, manipulating, or withdrawing a device through the sheath. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files were reviewed and showed that for the testing related to this failure, all test samples met the acceptance criteria. Based on the information provided and the results of the investigation, cook has concluded that a definitive conclusion could not be determined. It is unknown if the dilator was reinserted prior to device removal and separation. The initial reporter stated that the device became stuck at the bifurcation, and the removal was also described as ¿forced¿. There is currently a CAPA investigation open to address this product failure mode. The risk analysis or this failure mode was reviewed, and no additional action was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer name and address= phone number: (B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a cross-over transluminal angioplasty, a flexor ansel guiding sheath separated in the left external iliac artery when another manufacturer's closure device was placed. The sheath reportedly became stuck at the aorto-bi-iliac bifurcation. Upon forced removal, the introducer "snapped" in two. The procedure was converted to general anesthetic for a right femoral tripod approach with hemostasis. From a left upper thigh approach, the external iliac artery was clamped, and the separated portion of the device was removed.